Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. An attempt to reposition this lead was made but was unsuccessful. This ra lead was then explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.